Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The consumer was on paxlovid when test result was negative. Repeat testing was performed thrice on (B)(6) 2024 which generated a positive result. Additional testing was performed twice : once with teleswab rapid test on (B)(6) 2024 and the second with ihealth rapid test at doctor's office on (B)(6) 2024. Both methods generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 233952a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 233952a, test base part number 195-430wl / lot 224813. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 233952a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The consumer was on paxlovid when test result was negative. Repeat testing was performed thrice on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024 which generated a positive result. Additional testing was performed twice : once with teleswab rapid test on (B)(6) 2024 and the second with ihealth rapid test at doctor's office on (B)(6) 2024. Both methods generated a positive result. No additional patient information, including treatment and outcome, was provided.